Event description:
It was reported "helium leak warning alarms". Additional information states that to continue therapy, the iab catheter was removed and replaced. The second iab was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed ziploc bag. Upon return, the one-way valve was noted connected and tethered to the short driveline tubing. The iabc bladder was noted loosely wrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0064in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Immediate push back on the syringe plunger was experienced. The blockage, most likely dried blood, was unable to be cleared. The iabc was connected to an iabp with a lab inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. After the pumping was initiated, the iabc bladder was noted not fully inflating/unwrapping and the pump immediately alarmed for the "possible helium loss 3, sub-code 2". The iabc was leak tested in accordance with testing methods from manufacturing procedure. The iabc bladder was fully inflated while making audible peeling noise. No leaks were detected. Upon further inspection, the iabc was pump tested again. The iabc was connected to an iabp with a lab inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The pumping was initiated, and the bladder inflated and deflated completely with each beat. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 20cm from the iabc distal tip due to the blocked central lumen. Dried blood was noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 4.2cm from the iabc luer due to the blocked central lumen. Dried blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "helium leak warning alarms" is confirmed. During the investiga-tion, the returned iabc did not fully inflate during pump testing and the pump alarmed for the "possible helium loss". An incomplete bladder inflation can cause the helium loss alarm. No leaks were detected during the leak test. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder not fully inflating. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported "helium leak warning alarms". Additional information states that to continue therapy, the iab catheter was removed and replaced. The second iab was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).